Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
(B)(6) study. It was reported that post a coronary stenting treatment procedure, the patient experienced atypical chest pain. The target lesion being treated was located in the 1st obtuse marginal. The lesion was 95% stenosed, 2.5mm in diameter and 26mm long. The lesion was treated with predilation and placement of a 2.5x28mm taxus liberte. Residual stenosis 0%. The patient was discharged 1 day later on aspirin and prasugrel. Two days later, the patient developed atypical chest pain. The patient was hospitalized. No action was taken and the event is considered resolved without residual effects. The patient was discharged 1 day later on aspirin and prasugrel.